Event description:
User facility reported device was in use with pt for approximately 2 days when tubing became kinked; ventilation of pt was difficult and emergent tracheal tube replacement performed due to transient hypoxia. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.